Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. The unit was received with a battery charger but no battery was included. A functional evaluation did not reveal any problems. The unit was received in locked state. A known good battery was installed. The unit¿s power rocker switch was set to the ¿on¿ position and the unit pressurized as designed. The power switch was then set to the ¿depressurize¿ position and the unit depressurized normally. The spider¿s limbs were then manipulated and they moved freely and normally. The power switch was then set to the ¿on¿ position and the unit pressurized normally. The ¿set up¿ button was then pressed and the unit depressurized as designed. The limbs were then manipulated again and they moved freely and normally. The drape switch test jig was then plugged in and the power switch was used to pressurize the unit. The drape switch test jig¿s button was pushed and the unit depressurized as designed. The limbs were manipulated normally. The unit¿s included footswitch was then plugged in and the power switch was used to pressurize the unit. The footswitch was depressed and the unit depressurized normally. The limbs were then manipulated as designed. The drape switch was reinserted and the footswitch was pressed and it depressurized the unit as designed. The reported complaint of the joint locking up could not be replicated. The root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Event description:
It was reported that the spider tenet joint was locking up during use and no back-up device was available. It is unknown what was used to complete the procedure. However, no delay or patient injury was reported.

Event description:
It was reported that the spider tenet joint was locking up. No patient injury was reported.